Event description:
Patient for ankle surgery and peripheral nerve block/catheter in preop. When attempting to release the catheter from the stylet, it would not release. Anesthesiologist had to manually cut and pull sheath away from the catheter, and when sheath was removed, it was bent on the end.